Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. The problems given in the recipient report seem to be congruent with the damage found. A damage to the wireguard due to cyclic loads (e.g. Chronic implant movement) may have lead to a beginning fatigue fracture which turned into a wireguard breakage due to the additional forces from the MRI. This is a final report.

Event description:
The user had an MRI around june. Prior to the MRI the user contacted medel to ask if the device was compatible for a 1.5t MRI. The MRI on the user's head while in the upright position was done for unrelated seizures. After the MRI the user reported that the noise increased and the speech became incomprehensible. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user was re-implanted.